Event description:
The 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the malfunction. The cse has not completed evaluation of device.

Manufacturer narrative:
Repair info became available and the inspiratory pcb and psol valve were replaced.